Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead recovery rn. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, the tech's band placement was done directly at end of procedure. He followed proper protocol and it was confirmed that the green dot placement, band tightness and orientation were correct. The patient was diagnostic only. At one (1) hour post procedure, the recovery registered nurse (rn) began titration of air. No bleeding occurred at the access site during titration. It should be noted that the lights in the room were kept off/dimmed during titration to prevent sleep disruption for the patient. For the final titration, the rn went on break and other recovery rn took over. She turned lights on and removed the last 2cc of air with no visual bleeding. There was no deflation noted with the band or noticeable damage. At this point the patient started complaining of forearm pain in the right arm in which access was gained. The rn confirmed swelling visually and completed a physical examination by palpating up and down the arm above and below the band and to the elbow. She also confirmed that the left forearm was not swollen for comparison. She stated that the patient's arm was soft distal to the tr band and soft for approximately 1-1.5 inches proximal to the tr band. However, a firm, enlarged, painful hematoma was present starting from mid-forearm to just below the antecubital space. The tr band was re-inflated to the point of maximum pressure while maintaining radial patency (about 9cc of air). The rn elevated the arm and held pressure over the swollen area encircling her hands around the forearm for an extended period of time, until hematoma development was confirmed as not growing and was becoming soft. A coban dressing was placed around the forearm. Throughout this process, serial titrations of 3cc of air were performed without visible change at the access site or around the borders of the band. The patients' swelling/hematoma was completely resolved with tr band reinflated. The tr band was removed; the patient was stable and discharged. There was no injury to the patient. Discharge was an hour later due to the event. At the point of discharge, the patient stated that the pain was substantially decreased, and the arm was noted to be soft throughout its entirety. The coban dressing was left in place for discharge. Although band involvement cannot be completely ruled out, due to lack of hematoma development around the perimeters of the band and the location of forearm hematoma and pain, initial thoughts align with an intraprocedural complication (i.e. Small side branch perforation that was occluded with access sheath until removal). The blood loss was less than 250cc.